Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1503512) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at 12:30 pm, he checked his blood sugar on his adc blood glucose meter and received a reading of 129mg/dl that was lower than he felt. Customer experienced symptoms of "feeling thirsty, tired and urinating a lot," and self-treated with an unspecified amount/type of insulin. The customer called his doctor and was taken by ambulance to a local hospital. At 12:45 pm, a reading of 567 mg/dl was reportedly obtained from an unspecified hcp meter at the hospital. The customer was diagnosed with hyperglycemia and treated with an intravenous infusion and insulin. The customer also reported that his insulin dosage was increased (dosage not specified). There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
On the initial report product serial number (B)(4) was inadvertently identified as a freestyle lite blood glucose monitoring system. The reported serial number pertains to a freestyle freedom lite blood glucose monitoring system. Medical device has been updated to reflect the correction.